Event description:
Customer's nurse reported via phone, the insulin pump had a keypad anomaly. Customer's blood glucose was unknown. Customer's nurse stated the buttons on the insulin pump were not working properly and the device only goes through certain alarms. Customer's nurse doesn't recall any significant events leading the keypad issues. Customer's nurse was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer was there at the time of the call and agreed to return the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted during testing. The pump also had a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, a cracked belt clip slot, and a cracked reservoir tube lip.